Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Event description:
Medtronic received information that during coiling treatment of small right saccular posterior communicating artery aneurysm, this coil would not able to detach with an instant detacher. It was reported that after coil was deploying completely in to the aneurysm, the physician could not able detach the coil after three attempts with an instant detacher. The physician did not used to detach the coil with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The physician used another same size coil and implanted in the patient successfully. No patient complications were reported.